Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported no audio output. Based on the evaluation, no product deficiency was identified.

Event description:
Consumer reported no audio output alert. The consumer did not report any medical intervention or injuries.